Event description:
An asymptomatic patient presented for device upgrade. Increased capture thresholds were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.